Event description:
A patient reported that their pump sometimes did not open on the home screen and occasionally restricted access to settings. No adverse impact to the customer¿s blood glucose level was reported. Reportedly, the customer declined further troubleshooting with tandem technical support; therefore, no additional information was able to be obtained.